Manufacturer narrative:
The subject device was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus, the operation pipe broke. The doctor withdrew the endoscope and sheath from the patient. He found on x-ray that the basket wire was in the esophagus and could remove it completely. During this time all patient vital signs were stable.